Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.1 failed to open, issue was identified on 10green-d. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) found that the 4-1 half-height drawer was not detected on the bus. The fse cleaned the contacts on the drawer controller boards, secured the connections, and tightened the hard stops. The drawer tested good in hardware test application, and the customer verified that the device was operational. The system functioned as intended after the field service engineer repaired the device.